Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. Neither the device logs nor the gehc field engineer inspection identified any source of malfunction. It is likely that the cause of the drop in oxygen saturation was endotracheal (et) tube disconnection while mobilizing the patient during hygiene care. No further actions are planned by ge healthcare.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that a patient was connected to a carescape r860 when it was alleged that the patient desaturated. The level of desaturation was not reported. There were no patient sequelae reported. Ge healthcare will submit a follow-up report when the investigation has been completed.